Event description:
It was reported that during placement of central line via the right femoral vein, the spring wire was "lost" in the vascular system. The catheter was placed successfully using another spring wire guide. The first spring wire guide was located under x-ray in the superior vena cava. Removal was not indicated due to the poor prognosis. The patient expired of causes unrelated to the spring wire entering the vascular system because of physician error.